Manufacturer narrative:
A ge service rep performed an on site investigation. The collimated was adjusted and the camera was centered during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system collimator cone was out of alignment. No pt injury was reported.